Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 102 mg/dl when she took her dog for a walk in the field behind her house. The next thing she remembered was waking in a field of weeds with paramedics standing over her. Per her boyfriend, when she did not return to the house and as he tracks her with his phone, he found her unconscious in the field and called emergency medical services (ems). Upon arrival, ems performed a bg which was 32 mg/dl, administered IV glucose and when the patient regained consciousness, they administered glucose gel. The patient declined transportation to the hospital and self-treated with additional food. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.